Event description:
Right eye was red, painful and blurry vision in 2007 and on the following month. Diagnosis by dr as corneal infection. The entire corneal was hazy. Patient was using amo complete moisture solution. Dose or amount: storage in contact. Frequency: everyday. Route: top. Dates of use: approx six months in 2007. Diagnosis or reason for use: to clean contact lens. Event abated after use stopped or dose reduced? 1. Yes. Event reappeared after reintroduction? 1.yes.